Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic dependent patient presented for generator change out due to elective replacement indicator. The right ventricular lead exhibited high capture threshold. The lead was capped and replaced successfully on (B)(6) 2016. The patient was doing great at post procedure check.